Event description:
Ous MDR - it was reported that approx. 54 months after the implantation, the patient received a shock. During a follow-up on (B)(6) 2017, the ICD could not be interrogated. The ICD and the lead were explanted. An insulation damage of the lead was noted during the explantation.

Manufacturer narrative:
The fragmented lead and the ICD were returned and underwent a thorough analysis. The ICD was first checked visually. Spots of locally molten titanium were found. In a next step, the ICD underwent an electrical analysis. Matching the clinical observation, an interrogation of the ICD was not possible. Based on these results, it can be assumed that a shock delivery into an external low-ohmic shock path led to the observed sparkover traces and damage to the electronic module, due to which the ICD can no longer be interrogated. Subsequently, the lead was examined. In the returned state, the lead was cut through 30 cm distal of the is-1 connector pin. The proximal, a medial, and two short, about 1 to 2 cm long, fragments were available. Overall, the fragments have a length of 50 cm. The part with the shock coil and the tip electrode was missing for the analysis. The analysis of the lead fragments showed insulation damage 15 cm and 22.5 cm distal of the is-1 connector pin. In these areas, damage to the coating of the rope conductors could be detected. The encountered damage manifestation is with high probability the cause for the complaint. The position and kind of the frayings are characteristic for massive mechanical stress of the lead due to strong pressure onto the generator housing with simultaneous friction against it. The manufacturing process of these devices was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. In summary and based on the analysis results, it can be assumed that a shock delivery into an external low-ohmic shock path occurred due to insulation damage of the lead at the generator housing. There were no indications of a material defect or manufacturing error.